Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 10:00 am. It was stated that the pt tested with the prodigy meter and received a reading of 79mg/dl. Her typical reading for that time of day (morning) was said to be 80-120 mg/dl. No additional tests were performed using the pdc meter. Pt was later found passed out and her husband called the medics. Their meter read 35mg/dl. Time between pdc and medic's reading was said to be 3 hours. Pt's husband gave her honey, milk and orange juice, and medics administered an IV. Transportation to the emergency room was not provided. Pdc sent replacement and a prepaid envelop. Pt was instructed to return suspect product(s) for evaluation.

Manufacturer narrative:
Meter was received in good condition. New batteries were installed and all functions worked properly. Test results were all in range. No failures were detected.